Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center had no image during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty printed circuit board a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during reprocessing. There were no reports of patient involvement.